Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 07-sep-2020. The most recent information was received on 22-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of headache ('headache') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient experienced headache (seriousness criterion medically significant), abdominal pain upper ("stomachache with regard to mood"), fatigue ("very tired"), irritability ("irritable") and dizziness ("dizziness"). Essure treatment was not changed. At the time of the report, the headache, abdominal pain upper, fatigue, irritability and dizziness outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, dizziness, fatigue, headache and irritability with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of headache ('headache') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient experienced headache (seriousness criterion medically significant), abdominal pain upper ("stomachache with regard to mood"), fatigue ("very tired"), irritability ("irritable") and dizziness ("dizziness"). Essure treatment was not changed. At the time of the report, the headache, abdominal pain upper, fatigue, irritability and dizziness outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, dizziness, fatigue, headache and irritability with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.